Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "cuff burst, noticed before use " no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there was a yellowish stain on the interior surface of the connector area. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the clear cuff deflated slowly. No issues were found with the blue cuff. The device was then immersed in water and bubbles were observed coming from the clear cuff, indicating a leak. The area of leakage was observed under magnification and a pin hole was detected on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There were yellow stains observed on the device indicating the device was used and it is possible the failure was induced during use; although this could not be confirmed.

Event description:
The complaint is reported as: "cuff burst, noticed before use " no patient involvement.